Manufacturer narrative:
(B)(4). The reported patient effect of thrombosis, as listed in the xience xpedition instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, there is no indication of a product deficiency. Additionally, a query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position or stent damage from this lot.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous proximal right coronary artery (rca). Pre-dilatation was performed using an unspecified balloon dilatation catheter (bdc). The 2.75x38mm xience xpedition stent implant was deployed without reported issue; however, after deployment the proximal end of the stent implant was noted to be shortened. Reportedly, the deployed stent implant had been damaged by either the unspecified guiding catheter or the unspecified guide wire. A xience v stent implant was deployed to cover the lesion. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch, a cine review of the procedure showed that multiple devices failed to cross the deployed xience xpedition stent implant. Additionally, the cine review noted a flared strut on the deployed xience xpedition stent implant and a haziness (possible thrombosis) in the vessel.